Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Mfg date and usage of device: monitor (B)(4): 09/2014-reuse; electrode belt (B)(4): 04/2012-reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us dist contacted zoll on (B)(6) 2015 to report that a pt experienced an inappropriate defibrillation event. Rapid atrial fibrillation with a rapid ventricular response and motion artifact contributed to the false detection. The pt was reported to be conscious but unsure how to use the response buttons. The response buttons were pressed intermittently before the treatment but not immediately prior to the pulse delivery. The pt went to the hosp and continued use of the lifevest.